Manufacturer narrative:
Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no device(s) returned for evaluation; therefore, the affected product(s) could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that they received 9 sponges instead of 10.

Manufacturer narrative:
The following sections were corrected: d4 manufacturing name; d4 unique identifier (UDI) #. The following section was answered: g4 PMA/510(k)number.